Event description:
The customer reported that insulin from the reservoirs was leaking. No further information was provided.

Manufacturer narrative:
Inspected one opened used reservoir and performed manual prime and high-pressure tests. The reservoirs passed the tests and no leaks or defects in the o-rings were observed during analysis.